Manufacturer narrative:
The customer also reported that the autopulse platform was separating around the edges and one of the metal pins is missing. The autopulse platform ((B)(4)) was returned to the manufacturer for analysis on 10/21/2015. Visual inspection was performed which found that the encoder cover and motor cover were damaged. The patient restraint pin was also observed to be missing. Thus confirming the customer's reported complaint of the platform being physically damaged. A review of the archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. However, on (B)(6) 2015, user advisory (ua) 18 (max take-up revolutions exceeded) and 2 (compression tracking error) messages were observed, which are related to the customer's reported complaint of the autopulse platform displaying a "check patient alignment" message. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint was unable to be replicated. The device was run with a test mannequin for approximately 16 minutes and no faults were found. The platform passed all testing criteria. Based on the investigation the parts identified for replacement were the encoder cover, motor cover, battery clip and the grip strip sets. In summary, the customer's reported complaint of the autopulse platform displaying a "check patient alignment" message was confirmed during review of the archive, however it was not replicated during functional testing. User advisories (ua)s 18 and 2 are related to the customer's reported complaint. Ua 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take when a ua 18 occurs are to: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. A ua 2 may indicate a false take up. False take up means that pressure was applied to the load cell(s) before "take up" was completed causing slack to be present on the lifeband. The platform will attempt to perform a compression but no increase in pressure will be detected as the driveshaft rotates. A ua 2 message prompts the user to "align patient and pull up on lifeband". There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported error codes 02 and 18 messages. Therefore, a root cause for the reported complaint could not be determined. The physical damages found during visual inspection can occur as the autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified for replacement, the platform successfully passed all final functional testing.

Event description:
It was reported that during patient use, the autopulse platform displayed a "check patient alignment" message on the lcd screen. It is believed that this error happened because the autopulse and patient were on a scoop stretcher without shoulder restraints. Therefore, the autopulse and patient were not on a flat surface, but rather tilted to one side triggering the "check patient alignment" message. The device was able to resume compressions for a short period but then stopped and displayed the same error code. Manual CPR (exact length of time was not provided) was continued during the time when the device was not performing compressions. Other than the reported problem, the platform appears to be functioning properly. No adverse patient sequelae was reported.